Manufacturer narrative:
(B)(4).

Event description:
The patient underwent a revision procedure to replace their non-flowonix infusion pump. It was reported that the patient experienced withdrawal symptoms the day after the flowonix pump was implanted. When the flowonix pump was inquired, no errors were found, and the information programmed into the pump was reviewed to ensure its accuracy. The physician decided to aspirate and refill the pump reservoir with the same amount of the prescribed medication. On (B)(6) 2016, the patient was reported to be doing well. No product issues were reported.